Event description:
It was reported the subject device bottom jaw broke. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was determined the following led to the malfunction: the probe was broken at proximal end. Based on the result of investigation, a likely mechanism causing the breakage of the probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3) cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.